Event description:
It was reported that a flogard infusion pump experienced an f-49 alarm. It was not specified when in the process this occurred. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and battery testing were performed. The alarm was identified during functional testing. The cause of the condition was determined to be the a damaged central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.